Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to a fill estimate of 230 units of insulin. Blood glucose level was 133 mg/dl. At the time of the reported event, the pump displayed an accurate fill estimate.